Manufacturer narrative:
Insulin pump was received with frozen display. Unable to determine the root cause, problem isolated to pcb2. Insulin pump was received with broken off the end cap, missing end cap address label, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the lower part of the insulin pump was broken. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.